Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the complaint by reviewing the instrument printouts and operator observation. The fse performed a visual inspection while the instrument was drawing a sample and noticed that the sample needle z axis assembly drive and guides were dirty. The extra resistance made the z axis stepper motor work harder, causing it to vibrate enough to make a noticeable noise. While running a test sample, the fse noticed that air was entering the fluidic system from several points, indicating a potential clog due to a clotted sample. The fse replaced the sample needle assembly, injection valve to line filter tube and sample loop. In addition, the fse replaced the stator face assembly-injection valve, rotor-6 way valve seal and plunger seal with the suspicion that they were allowing air to be sucked in, accumulate until the air bubble was big enough to move and showing a no result condition. Consistent results were obtained after replacing the parts, but the retention times were out of specification, so the fse replaced the check valve purge and check valve uptake. The fse then replaced the o-ring after noticing wash was getting past the needle. The fse found the drain valve tubing was not in the drain manifold at the back of the instrument, causing it to appear that the instrument has a leak after performing a drain flush. The fse cleaned and lubricated the z axis assembly and routed the drain valve to the manifold tube through a cable retainer and down into the manifold. Additionally, the fse cleaned and checked the area around and under the instrument and no damage was caused by the leak. The fse verified the resolution by running several patient samples, precision, and quality control as is done during a pm. Precision was performed due to the intermittent nature of the issues this instrument was experiencing. No further action required by field service. The g8 analyzer is functioning as expected. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to a maintenance problem and component failures of several parts..

Event description:
A customer reported "high bias on hba1c results" and audible noise when the g8 analyzer starts up or goes into standby mode. The customer replaced the sample needle, but the humming noise persisted. The customer noted a leak a week prior to this call. The first patient run of 6.7% was reported to the physician, but no flags were present on the results. The high results prompted the customer to rerun the patient sample on a different g8 analyzer. The result of the second run was 4.8%. A field service engineer (fse) was dispatched to further investigate the potential discrepant results.

Manufacturer narrative:
Correction to case (B)(4). For section h6: type of investigation was left blank. Corrected information: section h6 under type of investigation code: 3331 - analysis of production records. Additional information to case (B)(4). Added additional component codes: 525-tube, 943-ring and 593-analyzer. Added additional investigation findings code ¿ 180-mechanical problem identified. Added investigation conclusions code ¿ 4307-cause traced to component failure.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported mechanical problem with the analyzer noise and high bias.